Event description:
On (B)(6) 2017, the patient underwent endovascular repair of abdominal aortic and bilateral common iliac artery aneurysms using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. Prior to the endoprostheses being implanted, the right internal iliac artery was coil-embolized. An iliac branch component was successfully deployed in the left common iliac artery, and a delivery catheter for internal iliac component (hgb161007a/15721581) was advanced up and over the aortic bifurcation. The internal iliac component was also implanted without issue, followed by trunk-ipsilateral leg and contralateral leg components being deployed. The patient tolerated the procedure. On (B)(6) 2017, a follow-up computed tomography (CT) revealed that the internal iliac component had been thrombosed. It was reported that the vessel diameter in the left internal iliac artery was 4.1mm ¿ 7.2mm and the 10-mm iliac branch component would be over-sized. Blood flow to the branch arteries distal to the left internal iliac artery was maintained, and the physician elected to monitor the patient.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to occlusion of device. (B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of abdominal aortic and bilateral common iliac artery aneurysms using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. Prior to the endoprostheses being implanted, the right internal iliac artery was coil-embolized. An iliac branch component was successfully deployed in the left common iliac artery, and a delivery catheter for internal iliac component (hgb161007a/15721581) was advanced up and over the aortic bifurcation. The internal iliac component was also implanted without issue, followed by trunk-ipsilateral leg and contralateral leg components being deployed. The patient tolerated the procedure. On (B)(6) 2017, a follow-up computed tomography (CT) revealed that the internal iliac component in the left internal iliac artery had been thrombosed. It was reported that the vessel diameter in the left internal iliac artery was approximately 7.2mm and the 10-mm iliac branch component would be over-sized. Blood flow to the branch arteries distal to the left internal iliac artery was maintained, and the physician elected to monitor the patient.